Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed high impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this patient presented for evaluation due to atrial fibrillation. Review noted that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator had been gradually increasing and had reached 107 ohms. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed high impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this patient presented for evaluation due to atrial fibrillation. Review noted that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator had been gradually increasing and had reached 107 ohms. No adverse patient effects were reported. The ICD and rv lead remain in service. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The patient's ejection fraction was noted have improved and device replacement will not be undertaken when end of life (eol) is reached. The physician programmed tachycardia therapy off. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient presented for evaluation due to atrial fibrillation. Review noted that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator had been gradually increasing and had reached 107 ohms. No adverse patient effects were reported. The ICD and rv lead remain in service. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The patient's ejection fraction was noted have improved and device replacement will not be undertaken when end of life (eol) is reached. The physician programmed tachycardia therapy off. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed high impedance measurements were due to a malfunction or an inadequate lead-to-device connection.